Event description:
Event description guidant received information that this coronary sinus lead exhibited high pacing thresholds. An x-ray to check the lead placement revealed a fracture in the area of introduction into the subclavian vein. During the lead replacement procedure, it was observed that this transvenous atrial pacing lead exhibited insulation damage that allowed for the infiltration of blood into the lead body. This damage was also in the area of the subclavian vein. Impedance measurements for this lead were within normal range. The lead was explanted and replaced with another guidant pacing lead. The physician elected to tunnel the new leads to avoid the patient's clavicle.